Manufacturer narrative:
At time of reporting, this device has not been disabled and remains implanted. The device history record (DHR) review is in process. This patient has presented with structural valve deterioration and mitral insufficiency. The most important complication with tissue valves is structural valve deterioration (svd). Svd may occur as a result of: calcification, non-calcific degeneration, dehiscence, host tissue/pannus overgrowth, or fibrosis. Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves. Intervention to treat a failing bioprosthetic is a viable alternative to surgical replacement. The most likely candidates for this intervention are patients that are non-operable or too frail for conventional surgery. At this time, this patient has been reported as being considered for a valve-in-valve procedure. However, no additional patient information or medical history has been provided. Follow up is in progress with the health care provider. When new information become available, a follow up report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards received notification that a model 27 mitral pericardial valve is showing signs of structural valve deterioration (svd) and mitral insufficiency, after an implant duration of approximately seven (7) years and seven (7) months. The surgeon is considering a valve-in-valve intervention for this patient but it has not been scheduled.

Manufacturer narrative:
Additional echo images were requested and received for review on 17 sep 2015. Image review received 28 sep 2015.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.